Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, the physician observed that oversensing episodes were recorded in the device memory. On (B)(6) 2011 the physician deactivated the minute ventilation sensor and the oversensing was no longer observed. However, pathologic ventricular run episodes were detected by the device. On (B)(6) 2011, the physician replaced the complete pacing system (pacemaker and lead). The physician asked for an explanation.